Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned device revealed that the screw head had dissembled from the screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screw head dissembling from the screw shank cannot be positively determined. A possible explanation may likely be that the tulip head was subjected to a higher than anticipated load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While trying to capture a cobalt chrome rod (5,5mm) into a left sided l5 pedicle screw during a t2-pelvis surgery the head disassociated from the screw shank. We tried multiple rod reduction techniques: rocker, threaded reducers and the tower of power (one handed reducer). 5 minute delay reported.